Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safety-glide¿ insulin syringe experienced safety shield failure. 2 of 2 related files. The following information was provided by the initial reporter: per customer, "xxx had an insulin syringe safety clamp come off the syringe while trying to cover the needle. Patient said it happened to another nurse yesterday. Wanted to pass along to avoid needle sticks on staff."

Event description:
It was reported that the bd safety-glide¿ insulin syringe experienced safety shield failure. 2 of 2 related files. The following information was provided by the initial reporter: per customer, "xxx had an insulin syringe safety clamp come off the syringe while trying to cover the needle. Patient said it happened to another nurse yesterday. Wanted to pass along to avoid needle sticks on staff".

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.